Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the operating room for a scheduled pocket revision due to the patient experiencing discomfort and pain in the pocket area. The device was repositioned successfully. The patient was in stable condition during and post surgery. The patient would continue to be monitored.